Event description:
Information received on the event suggests battery deleted earlier than what was projected by device calculations. Device was removed from service. No patient complications have been reported as a result of this event.